Event description:
The pt's surgery site was reportedly swollen and a fluid discharge was present. After initial stimulation in 2005, the surgeon opened the pt's skin flap and cleaned out the site. The pt was treated with antibiotics (name not given) and continued to be monitored by the center. The following month, the pt reportedly had revision surgery to reposition the device due to extrusion. A post operative x-ray revealed the electrode array was not within the cochlea. The pt underwent revision surgery. The surgeon was successful in reinserting the electrode array. Following the revision surgery, swelling and fluid discharge occurred at the implant site. The pt's device was explanted.